Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-oct-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2000mcg/ml at 175mcg/day via an implantable pump. The indications for use were intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient was currently in the middle of a pump replacement for normal eri battery longevity. The healthcare provider attempted to aspirate drug and csf (cerebral spinal fluid) from the cap but was unsuccessful. They disconnected the catheter from the pump and still no drug/csf flow. The healthcare provider cut off a section of the catheter and connector and still no drug/csf flow. Per the reporter there was no complaints of therapy issues prior to the case and in checking for volume discrepancy now the erv was 3.9ml and the arv was 5ml. It was discussed repositioning the patient and re-attempt cap aspiration. The healthcare provider decided to explant the pump and tie off the catheter. The healthcare provider believes there is a catheter issue and he is not going to revise further or replace. The healthcare provider was going explant the pump and tie off the catheter and monitor the patient in the ICU (intensive care unit) regarding any withdrawal complications.